Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v772558, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v772558, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v772558, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v772558, implanted: (B)(6) 2011, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient was scheduled for a battery replacement for elective replacement indicator (eri) on date notified. Upon interrogation, the surgeon discovered a short at several contacts, with the patient's settings programmed around the short. It was confirmed that the short remained after implantation of the new implantable pulse generator (ipg), with no shocking or uncomfortable sensation reported from the patient. It is unknown if there were any environmental factors that led to the issue, and the issue was not resolved at the time of the report. The out of range impedances are as follows: 0 and 1 = 52, 0 and 3 = 53, 1 and 3 = 53. The patient's indication for implant is parkinson's dual and movement disorders.